Event description:
Blood glucose increased and drug ineffective [drug ineffective] ([blood glucose increased]). Case description: medical device information: class llb. This regulatory authorities case from (B)(6) was reported by sender as "higher blood glucose levels than normal and drug ineffective" and concerns a (B)(6) female patient treated with novorapid (rapid acting insulin aspart) via a novopen 3 demi, both products where started years ago (unknown date) and ongoing for type 1 diabetes mellitus. Patient's height: (B)(6). Medical history includes diabetes since age of (B)(6) and chronic renal deficiency. On (B)(6) 2009, glycosylated haemoglobin (hba1c) was 7,7%. In the evening of (B)(6) 2009, the patient had changed to a new ampoule of novorapid (batch no vk70072) here after she continuously experienced higher blood glucose levels than normal. The blood glucose measured in the evening was 192 mg/dl. On (B)(6) 2009, morning blood glucose was 363 mg/dl, blood glucose at lunch time was 328 mg/dl, in the evening, it was 214 mg/dl and at night 236 mg/dl. On (B)(6) 2009, blood glucose was; morning 202 mg/dl, at lunch 263 mg dl, in the evening 217 mg/dl and at night 264 mg/dl. On (B)(6) 2009, blood glucose was; morning 311mg/dl, at lunch 375 mg/dl, in the evening 175 mg/dl and at night 282 mg/dl. On (B)(6) 2009, blood glucose was; morning 302 mg/dl, at lunch 315 mg/dl, in the evening 222 mg/dl and at night 262 mg/dl. The patient usually needs 4 ie of novorapid. But if her blood glucose increases above 180 mg/dl she injects 1 ie of novorapid in addition, above 280 mg/dl 2 ie in addition, above 380 mg/dl 3 ie in addition. On (B)(6) 2009, the patient started a new package. After injection of new batch of novorapid, the patient's blood glucose was immediately 192 mg/dl and afterwards it decreased to 114 mg/dl and the patient was considered as recovered from the events. Therefore patient did not see a doctor due to the events. The patient stated that the handling of the product was correct. Furthermore she often had the impression that something was wrong close to the end of the product. After changing to a new device "everything is fine" the blood glucose does not increase above 160 mg/dl. On (B)(6) 2009, hba1c level was 8,3% and blood glucose was 234. This case was re-classified from non-serious to serious on (B)(6) 2009, due to data received from (B)(6) who classified the case as medical important. On (B)(6) 2009, the novopen demi was reported as suspected, the device report aware date is (B)(6) 2009. Comment: company comment: in the report received from the health authority, it was stated that the event "higher blood glucose levels than normal and drug ineffective" started on (B)(6) 2009, but as the reports from the doctor, pharmacist and consumer stated that the same event started on (B)(6) 2009, and as the suspected product was discontinued on (B)(6) 2009 where after the patient recovered novo nordisk has decided to use (B)(6) 2009 as the start date for both events. Case comment: reporter's alternative aetiology. Presumption of reaction: consequence of defective pen. Therefore the pen will be sent to (B)(6) (no results yet).